Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the blood draw with bd vacutainer® sst¿ blood collection tubes there was very low draw. Patients blood leaked from the bottom of tube. The nurse found crack on the bottom of 2 tubes.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and cracked tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and cracked tube was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the blood draw with bd vacutainer® sst¿ blood collection tubes there was very low draw. Patients blood leaked from the bottom of tube. The nurse found crack on the bottom of 2 tubes.